Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after 4 days of wear and he/she was therefore unable to monitor glucose levels. Customer reported experiencing hyperglycemia and having contact with a healthcare professional who provided insulin via injection (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.